Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument had a broken cable. It is unknown if a fragment fell into the patient and if any post-operative test(s) to look for fragments in the patient were performed. The procedure was completed but the patient outcome was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and there were no broken cables on it. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appeared to have burnt off from the charring that occurred near the distal clevis. The instrument failed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.